Event description:
Complainant alleged that during testing of the device in preparation for potential patient (age and gender unknown) use, the device would not discharge energy when used with a set of internal handles. In addition, the physician reported that the device's lead select display toggled between paddles and internal paddles during the testing of the device. There was no indication from the complainant of any adverse effect to the patient as a result of the reported malfunction. The complainant indicated that the facility's biomedical engineering department was unable to duplicate the reported malfunction of the device not discharging energy.

Event description:
Complainant alleged that during testing of the device in preparation for potential pt (age and gender unk) use, the device would not discharge energy when used with a set of internal handles (part number 8011050101). The clinician then obtained another set of internal handles (part number 8011050101) and attempted to discharge energy, but again the device failed to discharge. In addition, the physician reported that the device's lead select display toggled between paddles and internal paddles during the testing of the device.